Manufacturer narrative:
Manufacturing review: a lot history review and the DHR review could not be conducted because product catalog number and lot number were not provided by the user facility. Investigation summary: inconclusive. The sample was not returned by the user facility. Evaluation could not be performed. Past medical history includes hypertension, current smoker, tasc category c in right leg, rutherford class iii in right leg. It was reported approximately 1 month after the index procedure, the patient¿s right sfa vasculature was reportedly reoccluded via duplex ultrasound (dus) imaging. No additional intervention has been performed at this time. The investigator has not assessed the event at this time. Approximately 12 months post index procedure, a re-intervention was performed using a bare metal stent. The hcp deemed the procedure successful. No adverse patient effects were reported. Labeling review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a clinical registry (ultrascore) that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right proximal and mid superficial femoral artery (sfa) after the ultrascore device was used for predilation. Approximately 1 month after the index procedure, the patient¿s right sfa vasculature was reportedly reoccluded via duplex ultrasound (dus) imaging. No additional intervention has been performed at this time. The investigator has not assessed the event at this time. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. New information: approximately one year post index procedure, restenosis and dissection were identified via angiography. Re-intervention was performed using a bare metal stent.